Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported there was touchscreen failure. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Date rec¿d by MFR : 24jul2019. Date of report : 25jul2019. Upon investigation, it was determined this complaint is a duplicate of an existing complaint MDR #2031642-2019-02932, pr (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.